Event description:
It was reported that there was high impedance and noise on the right atrial (ra) lead, and p waves had decreased. Fracture was suspected. The lead was turned off. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 7278 implantable cardioverter defibrillator (ICD), (B)(6)  2007; 6942 implantable tachy lead, (B)(6) 2003. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was variable, and there was an observation on the electrogram p-wave amplitude sensing measurements. Maximum atrial pace impedance varies between 936 ohm and 10176 ohm beginning the week ending (B)(6) 2013.